Event description:
It was reported to boston scientific corporation that an jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the indication for the ercp procedure was stones present in the bile duct. During the procedure, approximately .5cm of the hydrophilic tip of the guidewire detached into the patient's bile duct. The patient was hospitalized and three additional ercps were performed in attempts to retrieve the detached fragment. On the third intervention, the tip was recovered using forceps. The patient condition following the procedures was stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the only the detached pebax tip was returned for investigation. An analysis of the tip revealed no failures at the distal end and the presence of "estance", indicating that the tip had been properly adhered to the corewire. Evidence was also found that the pebax had been properly opened. It has been determined that unstated procedure and possibly clinical factors may have contributed to the pebax tip detached, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, the root cause of the complaint is operational context. A DHR (device history record) review was performed and no deviation was found. Labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that an jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2012. According to the complainant, the indication for the ercp procedure was stones present in the bile duct. During the procedure, approximately .5cm of the hydrophilic tip of the guidewire detached into the patient's bile duct. The patient was hospitalized and three additional ercps were performed in attempts to retrieve the detached fragment. On the third intervention, the tip was recovered using forceps. The patient condition following the procedures was stable.

Manufacturer narrative:
Although the patient's exact age is unknown, they are over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the complaint device has been returned for evaluation, a failure analysis of the complaint device has not yet been completed. Upon completion of the analysis if any further relevant information is identified, a supplemental medwatch will be filed.